Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 37. This condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 37 was confirmed by baxter personnel. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.